Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure that was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to perform fluoroscopy. Analysis of the log file confirmed the reported malfunction. Upon troubleshooting, the fse identified intermittent geometry stoppages and issues with table movement, which prevented the system from performing fluoroscopy and caused errors in patient table height positioning. To resolve the issue, the fse replaced the table height potentiometer, and calibration was carried out. The defective height potentiometer was returned to philips for failure analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the height potentiometer by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.